Manufacturer narrative:
Covidien reference:(B)(4). It was determined that there was no malfunction of the ventilator. The ventilator functioning as designed. After the event, the ventilator passed all the self-test and calibrations. The patient¿s clinical condition can compromise their ability to trigger the ventilator. If the clinical condition of a patient leads to an inability to trigger the ventilator, ventilator adjustments can be made. The clinician can make the ventilator more sensitive to that patient¿s effort by adjusting the sensitivity level. This information has been communicated to the customer.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during patient use, a ventilator malfunctioned and the patient was then transferred to an alternate device. There was no report of patient harm as a result of this event.